Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Device manufacture date is unknown.

Event description:
It was reported that during use on a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Corrections - section d1 brand name and section g1 have been corrected additional information - section d4 UDI# - this device was manufactured in 2006 prior to UDI requirements. The device was returned to the zoll failure analysis lab for evaluation. The device event trace was downloaded for evaluation. A known good circuit was attached to the device and the customer settings were recorded. The "external power" and "charge status" led was illuminated so the internal battery on the device was allowed to charge overnight. The "charge status" led was still illuminated red after charging overnight, which indicates a battery malfunction. The device shut off immediately after ac power was removed. The internal battery was replaced with a known good battery and the battery charged as normal. The event trace review found no evidence of the device spontaneously shutting down. The only entries present were the normal power on and power off entries. The reported malfunction was unable to be confirmed or duplicated; however, the internal battery was found to need replacement.